Event description:
The customer reported that the unit unexpectedly shut down.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.